Event description:
It was reported that the customer experienced Diabetic Ketoacidosis (DKA) resulting in multiple hospitalizations; cause of DKA was not provided. A blood glucose level was not provided. Multiple attempts were made by Tandem¿s Technical Support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
In use at the time of the event: